Manufacturer narrative:
The failure investigation has been completed and the alleged auto off alert issue was verified. Additionally, the alleged auto off alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. Customer¿s blood glucose level was 161 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.